Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Device analysis completed. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) precautions section: - exercise care in handling of the guidewire during procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation.

Event description:
Per maude form, it was reported that: catheter wire not functioning properly during cardiac catheterization. Wire became stuck and unmovable in the catheter rendering the basket inoperable. The device was removed intact without harm to the patient.